Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that he was hospitalized due to high and low blood glucose. The blood glucose was dropping as low as 58 mg/dl after being high at 424 mg/dl, and the customer suspended the insulin pump. The customer was treated by paramedics and the blood glucose was brought up to 270 mg/dl. The customer was not wearing the insulin pump at the time of admission but was wearing it less than 48 hours prior. The drive support cap appeared normal. The reservoir showed the same amount of insulin as shown on the status screen. The insulin pump was not replaced or returned for analysis.